Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.

Manufacturer narrative:
On follow up, it was determined that the field service representative changed the s/r probe and the sipper probe. The customer performed quality control testing; which was within their specification. On further follow up, the customer had no additional issues after the service visit.

Event description:
The customer received questionable results on thyrotropin (tsh) for one patient sample. The result was 0.028 uiu/ml, accompanied by a data flag. The sample was repeated and the repeat result was 1.50 uiu/ml. The original result was not reported outside of the laboratory. The repeat result was deemed to be the correct result by the customer. There was no adverse event. The tsh reagent lot number was 16839503, with an expiration date of 01/31/2013. The field service representative was unable to determine the cause. He verified the instrument performance by running performance testing. The results of the testing were within specifications.